Manufacturer narrative:
This report is submitted on march 30, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site, and subsequently, the patient underwent a skin revision surgery (specific date not reported) to excise the overgrown skin.